Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 547 mg/dl. Elevated blood glucose was addressed with a manual insulin injection. Customer was admitted to the ER for an elevated blood glucose of 559 to 569 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with saline and insulin and was admitted to the ICU 4 hours later with a bg of 408 mg/dl. Customer received additional treatment of intravenous saline and insulin. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer regarding hospitalization, but no response was received, and no additional information was provided.

Manufacturer narrative:
B2: marked "life threatening" as "yes". B2: marked "life threatening" as "yes".